Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The device exhibited a black screen with no image and was sometimes flickering with 180 scopes, due to a faulty patient board set (printed circuit board). The device was returned to the customer unrepaired, per the customer's request. Based on the legal manufacturer's investigation, since the device was manufactured over eight years ago, the patient board set likely failed due to aging deterioration, causing the reported issues. The device history record (DHR) was reviewed and confirmed there were no problems found during the manufacturing of the device that would cause or contribute to the reported issues. The device met all specifications at the time of shipment.

Manufacturer narrative:
Additional information for this event is not yet available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use for an unknown procedure all the lights on the front panel of the device lit up and there was no image. Set up was presumed in another room for the intended procedure. There is no patient involvement and no harm reported to anyone.